Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the site encountered error 23008 on arm 1. The site decided to move the procedure to a different system. There is no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was suspected that the issue occurred during setup with no patient in the room, but it was not confirmed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported 23008 error was confirmed and replicated. In logs, error 23008 was found pointing to axis 1 indicating error pot to encoder on yaw, confirming the reported event. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was installed onto a patient side cart fixture test platform (pftp) where the sensors check failed on yaw, replicating the reported event. As a result of these findings, failure analysis was able to conclude that the yaw searchlight was found to be the root cause of the reported event.